Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a trauma to the implanted left side whilst taking a bath on july 29, 2019. In situ testing shows affected channels. There were no changes in health or medication and no swelling or redness was noted around the implant site.the user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a trauma to the implanted left side whilst taking a bath. In situ testing shows affected channels. The user was re-implanted.